Event description:
It was reported that "the pt had a good immediate result post-operatively. His pain went from an 8 to a 2 three months out. He came back to dr on (B)(6) 2009 with some back and leg pain. X-rays revealed that a screw at l5 had broken about halfway down the shaft. Dr (B)(6) scheduled the pt to return in a month to re-evaluate and decide further course of action. It is not known if the pt is compliant with a brace or if a specific incident caused the screw to break. I will be faxing the op report. Billing sheet. And a copy of pre and.

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.